Event description:
The pt was experiencing difficulty getting the external parts to adhere to the implant. Skin flap surgery was performed two months ago to reduce the thickness of the flap, but this has not improved the situation. Increasing magnet strength also has not solved the problem.

Manufacturer narrative:
No: (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.